Event description:
As reported by sales representative, blood clotting occurred in the middle of the procedure when using the 5f introducer. Has occurred at the first catheter exchanges as well as during later catheter exchanges. Physicians routinely flush during the procedure.